Event description:
The customer's parent reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 567 mg/dl. Customer's parent stated the high blood glucose was caused by inadequate correction for the customer's carbohydrates. The customer treated their blood glucose with a manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.